Event description:
Customer contacted beckman coulter inc., (bci) regarding false high creatinine module result generated by the synchron cx9 alx analyzer. The results were not reported out of the lab and the customer does not have the information for the erroneous results. Patient treatment was not affected.

Manufacturer narrative:
Per customer, calibration and qc was acceptable at the beginning of the shift. A field service engineer (fse) replaced the creatinine module. A clear root cause for this event is unknown.